Event description:
Complainant alleged that during a cardiac arrest, the autopulse resuscitation system performed compressions for a couple of minutes and then abruptly stopped. The crew reverted back to manual CPR after attempts to restart the device were unsuccessful. The patient was unable to be resuscitated. No adverse patient sequelae was reported and no additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed